Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged particles in tubing and humidifier chamber, with symptoms of loss of sense of smell, headaches and allergies. The device was returned to the manufacturer's quality product investigation laboratory for investigation.the manufacturer visually inspected the device internally and found minimal fine dust contamination. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The device's event logs were downloaded and reviewed. The manufacturer found 5 error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation but fine dust contamination in the device, which is likely from external source.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.